Event description:
Consumer alleges she just got out of the shower and was placed in her chair with no pants on to get ready for work. She did not fasten her lap belt. She was using the armrest for support reaching for something and pushed down to shift her weight when the arm rest allegedly failed allegedly causing her to fall out of the chair.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.